Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) display went blank. The patient was transferred to another ventilator, and no harm was reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and the software was upgraded to the current revision, which resolved the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.